Manufacturer narrative:
(B)(4). Maude report #: mw5064508. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What post op date were you evaluated by your surgeon? What was your surgeon opinion of contributing factors for your symptoms? What is your surgeon's name and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported via maude report # mw5064508 that the patient underwent moh's surgery on the right temple area of the face and suture was used. One month after the procedure, the patient's body began rejecting the subcuticular suture. The patient experienced a pustule which came to a head and drained pus and blood followed by sections of suture material which were pulled out. This occurred successively along five areas of the 3-1/3 inch wound with a total of 6 segments of suture removed. This has caused delay in wound healing and a few scars along the suture line. Additional information has been requested.